Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed. Evaluation found that the glue between zoom block and distal end was worn. Additional findings include: adhesive around light guide lens was discolored and adhesive around objective lens was worn. Distal end had residual liquid and was shaved. Light guide lens had a crack and light guide protector was damaged. Due to a cut on heat shrinking tube on forceps elevator lever, expected insulation capacity could not be obtained. Switch two had a dent and suction cylinder had no color. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus that there was an issue with the duodenovideoscope. The issue was found during inspection. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: there was foreign material on the distal end. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer's contact information and facility registration number. The facility registration number is 9610595.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material was unable to be identified. Therefore, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to insufficient or inadequate reprocessing. The event can be detected and prevented by following the instructions for use (IFU) section: detection methods are written in IFU: tjf-q190v operation manual chapter 3 preparation and inspection. Prevention measures are written in IFU: tjf-q190v reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.